Event description:
The physician performed a procedure through the common femoral artery of the pt using the 19g needle from the axera 6f accessory kit to gain access. He inserted the axera 0.032" latchwire through the puncture needle and removed the needle. The scrub technician then attached the latchwire to the axera device outside the pts body, performed the pull test to confirm the wire was secure, reporting she felt it click into place. The physician then advanced the axera device into the pt and felt no unusual resistance, although during positioning he pulled back slightly and re-advanced. It is unk whether the physician observed first mark, set the heel, or tried to activate the plunger. It was observed under fluoroscopy that the latchwire became detached from the axera device while inside the pt's artery. The physician retrieved the latchwire using a snare. There was no injury caused to the pt. Manual compression was held and a new access site was created using the standard modified seldinger technique. The case then proceeded until successful completion.

Manufacturer narrative:
The device was returned and failure analysis performed, which found the latchwire was not attached to the anchor, the latchwire coil was stretched, the corewire was detached from the coil at the distal end of the latchwire, and the latchwire was kinked. Examination of the latching feature showed no indication of damage to the latching feature of the latchwire. To verify the latching feature functioned properly, the latchwire was inserted into anchor until the latching feature was pushed past the tab. Holding the anchor in one hand and the latchwire in the other, the two parts were pulled to confirm attachment. It was confirmed that the latching feature was working properly. The observed damage to the latchwire was not reported as part of the complaint and the root cause cannot be definitively determined however it appears unrelated to the complaint. A review of the device history record was performed for this lot and no non conforming material reports (ncmrs) have been initiated that are related to the failure mode of detached latchwire. Additionally, ncmr history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. The IFU, was reviewed. Step 3 of the IFU states, "grasp the distal tip of the axera access device anchor firmly, and insert the latchwire into the distal end. Press firmly until it is completely latched. Note: confirm latch by tugging firmly on the latchwire. Labeling is adequate and does not require revision. Based on the examination of the device and analysis completed, there is no evidence to suggest the device was out of specification. The probable root cause, is use error due to proper confirmation that the latchwire was joined to the anchor before use.